Manufacturer narrative:
The customer stated that the telemetry was not reading consistently. A spacelabs field service engineer (fse) investigated in the device onsite and confirmed all functional tests passed. From the full disclosure data provided by the customer, we observed that from 3:45 am, only one lead (lead I) was available for monitoring the same pt. At 4:17 am lead I came off the pt, resulting in a medium priority leads-off alarm lasting until 5:27 am. At 5:27 am lead I was replaced on the pt as ECG waveform returned. The monitor immediately alarmed for asystole, with the same lasting until 5:38 am. The alarm records in the full disclosure database included that the device identified the leads off condition and alarms were generated for this condition. When the electrode was reattached, the pt was in asystole and appropriate alarms were generated for asystole. We have concluded that the devices were operating in specifications and consider this issue closed.

Event description:
Spacelabs received an incident report that a pt passed away on (B)(6) 2014 while a spacelabs telemetry monitor was in use on the pt.